Event description:
Approximately 4 months and 1 week after the procedure, the patient was transferred to rehabilitation where they experienced a loss of appetite and dehydration. The patient subsequently passed away. The cause of death is unknown. Per the physician, there is no relationship between the death and either the device or the procedure.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.